Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer had blood glucose level was 600 mg/dl. The customer stated that last time ran out of insulin, did not receive empty reservoir alert. The customer declined to troubleshoot high blood glucose and displacement test. The customer was advised to call back to complete displacement test and to call the help line for any other issues. The pump will not be returned for analysis.